Event description:
Woke up during the night and machine was blowing very hard and when I stopped using it, the machine was very hot. This condition continued at other times so I am not using it now. This was the replacement machine for the foam recall.